Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by depuy mitek or its employees that the report constitutes an admission that the device, depuy mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device was used for treatment, not diagnosis. H10 additional narrative: investigation summary: the complaint device is not being returned, it was discarded by the customer, therefore unavailable for a physical evaluation. Since the complaint device was discarded, we cannot determine a root cause for the reported failure. If additional information or the device is received in the future, we will reopen the complaint and perform the investigation as appropriate. A manufacturing record evaluation was performed for the finished device lot number (2103159), and no non-conformances were identified. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Event description:
This is report 3 of 4 for (B)(4). It was reported from japan that during an arthroscopic distal clavicle resection procedure for acromioclavicular osteoarthritis, it was observed that the coagulation did not work on the vapr handpiece device when connected to the vapr3 footswitch device that was connected vapr vue generator device. Changed to another vapr handpiece device but the same issue happened again. The surgeon gave up on arthroscopic surgery, and open surgery was performed instead. There were no delays in the surgical procedure. There was patient involvement. There were no injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by depuy mitek or its employees that the report constitutes an admission that the device, depuy mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device was used for treatment, not diagnosis. UDI: (B)(4). As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated.

Event description:
This is report 3 of 3 for (B)(4). It was reported from japan that during an arthroscopic distal clavicle resection procedure for acromioclavicular osteoarthritis, it was observed that the coagulation did not work when the coolpulse curve device was connected to the vapr vue generator device. Changed to another coolpulse curve device but the same issue happened again. The surgeon gave up on arthroscopic surgery, and open surgery was performed instead. There were no delays in the surgical procedure. There was patient involvement. There were no injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly. .

Event description:
This is report 1 of 3 for (B)(4). It was reported from japan that during an arthroscopic distal clavicle resection procedure for acromioclavicular osteoarthritis, it was observed that the coagulation did not work when the vapr3 footswitch device was connected to the vapr handpiece device. Changed to another vapr handpiece device but the same issue happened again. The surgeon gave up on arthroscopic surgery, and open surgery was performed instead. There were no delays in the surgical procedure. There was patient involvement. There were no injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.